Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), pelvic pain ("pelvic pain"), vaginal infection ("vaginal infections") with vaginal discharge, ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (required to undergo a surgical removal of essure devices) and surgery (required to undergo a surgical removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, device dislocation, menorrhagia, pelvic pain, vaginal infection, ovarian cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, ovarian cyst, pelvic inflammatory disease, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal heavy bleeding,pelvic pain,migration,pelvic inflammatory disease,vaginal discharge and infections and ovarian cysts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.